Manufacturer narrative:
Complaint (B)(4) (emdr number 1525965-2015-00127) has been determined to be a duplicate of complaint (B)(4) (emdr number 1525965-2015-00121). The investigation results for complaint (B)(4) will be documented in complaint (B)(4) (emdr number 1525965-2015-00121). Complaint (B)(4) (emdr number 1525965-2015-00127) has been determined to be a duplicate of complaint (B)(4) (emdr number 1525965-2015-00121). The investigation results for complaint (B)(4) will be documented in complaint (B)(4) (emdr number 1525965-2015-00121).

Event description:
The customer reported that the in/out button on the gantry control panel was flashing. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that when the operator activated the load pedal on the multi-function footswitch (mffs), the couch moved up but would stop. When the load pedal was pressed again the couch would move down. Motion was halted when the pedal was released. The fse evaluated the system and found that the log files contained the following errors: s_manmot_vaertical_stop_error, s_hmc_axis_at_positive_limit and s_command_button_stuck_error. The fse determined that a gantry control panel had failed and replaced the left rear gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4).